Manufacturer narrative:
The complaint sample was not returned for investigation. The user provided a picture, which indicated a possible film crack below one of the bag ports.

Event description:
The user reported a cryo bag break during the thawing process. A film crack was reported at the base of a bag port.